Manufacturer narrative:
Section g3, h5, h9: correction manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 18 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 from 22:54:41 - 22:54:45 there was a no external power event while connected to the mpu. The bus and cable voltages decreased from ~14.3v and ~12.6v to 11.4 and 3.2v respectively during this event. This event cleared on its own and the backup battery provided power during this event. There were no other notable alarms in the log file. Pump operation was not affected. Attempts were made to gather more information regarding the reported event; to date, no response has been received and no product has been returned for evaluation.the root cause of the reported no external power alarm was unable to be conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was aprovided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis showed that there was a low voltage hazard/no external power event from what looked like a total loss of power to the mobile power unit (mpu).